Event description:
Supplemental report based on image review received on 15-jun-2021: "endoscopic photographs confirm a significant length of concertinaed and twisted stent projecting from the ampulla into the duodenum. The mechanism cannot be confirmed. The location of the deformity towards the central stent rather indicates that the stent was likely completely released before attempted delivery system removal.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation and updated to the rpn number.

Manufacturer narrative:
Device evaluation: the evo-10-11-6-b device of lot number c1772762 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-10-11-6-b device of lot number c1772762 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot c1772762; upon review of complaints this failure mode has not occurred previously with this lot c1772762. The instructions for use ifu0056-5 which accompanies this device includes the following contradictions ¿inability to pass the wire guide or stent through the obstructed area.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression: 1. Endoscopic photographs confirm a significant length of concertinaed and twisted stent projecting from the ampulla into the duodenum. The mechanism cannot be confirmed. 2. The location of the deformity towards the central stent rather indicates that the stent was likely completely released before attempted delivery system removal root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the delivery system getting caught on the stent. It is known from testimony that the stricture was tight. Summary: complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Metal stent deployed perfectly in a tight stricture, but when pulling the delivery system out of bile duct, the delivery system got caught on the stent, which caused the stent to crumple and pulled the stent out of the bile duct. The delivery system and stent were removed from the patient and the doctor then had to place another metal stent from boston scientific which was successful.no unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence.no adverse effect was reported due to this occurrence.